Event description:
Boston scientific received information that the patient with this device noted a constant beeping tone coming from his device. The patient was followed in the clinic and the device testing was normal. After the clinic visit, the patient realized that his jacket contained a magnetic name tag which was directly over the device. The patient informed the clinic of his findings. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.